Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a patient factors (tissue growth around valve) may have contributed to this event however a definitive root cause could not be determined due to limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a field clinical specialist. The investigation is ongoing.

Event description:
Per additional information approximately 7 years and 2 months post tavr a new 20mm sapien 3 ultra resilia valve was implanted in a valve in valve procedure.

Event description:
As reported by a field clinical specialist, approximately 7 years and 1 month post tavr with a 23mm sapien 3 valve in the aortic position, the valve failed. Per imaging review, pannus was confirmed at the base of all 3 leaflets. Therefore, a possible thv-thv is being considered.

Manufacturer narrative:
The investigation is ongoing.